Manufacturer narrative:
Block b3: exact date unknown, event occurred after implant in (B)(6) 2024. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. The physician was unable to determine the cause of infection and added that it was not device or procedure related. The incision was washed out and the patient was administered antibiotics, however, no positive change was noted. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.